Event description:
Nellcor puritan bennett received a call from a rep of a facility on 10/26/99. Facility called to report the following problem: foster mother checked on baby at 6 am, on 10/20/99, to find baby had died. Monitor was downloaded by dr. Dr stated the monitor was shut off at 2:42 am, on 10/18/99. Detective was the one to contact rptr. The detective stated the foster mother alleged the monitor did not alarm. The initial report from the foster mother was "the baby was not on the unit at the time of death". Monitor is in the custody of the detective.